Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the indentation on the housing of the ultrasonic transducer tip sheath, and kink and deep indentation on the transparent part of the insertion section sheath could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited the housing of the transducer tip sheath had indentation and scratches. In addition, there was a kink on the grey insertion section sheath and there was deep indentation on the transparent part of the insertion section sheath. There was no patient involvement.